Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 18 mg/dl. Customer was given medication by the emergency medical services and it brought up her blood glucose by the time she got to the hospital. Customer's current blood glucose is 170 mg/dl. Customer has been experiencing low blood glucose this morning and has not treated. Customer is currently off the insulin pump. Customer stated that the drive support cap appears normal. Customer was admitted on (B)(6) 2016 with a blood glucose level of 18 mg/dl. Customer stated that she thinks she did a manual bolus. Customer did not have the meter with her earlier and she did not use the bolus wizard during this time. Customer has been bolusing manually. Customer stated that the reservoir was not manipulated while connected and the pump was not exposed to an MRI. Customer was advised to speak to her health care professional regarding the low blood glucose. Customer was advised to monitor the pump.